Event description:
It was reported that foley catheter was being inserted by nurse with foley friend. They were about to put the sterile water into the balloon when the nurse noticed floating brown material within sterile water syringe. They immediately saw this and put the sterile syringe elsewhere, used another syringe to fill the balloon.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿defective / contaminated components from supplier". However, there was insufficient information to confirm this potential root cause. The device history record review could not be performed without a lot number. The product catalog number and lot number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available.

Event description:
It was reported that foley catheter was being inserted by nurse with foley friend. They were about to put the sterile water into the balloon when the nurse noticed floating brown material within sterile water syringe. They immediately saw this and put the sterile syringe elsewhere, used another syringe to fill the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.